Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient had subsidence with pseudoarthrosis. The start date was reported as (B)(6) 2012 and the event is ongoing. The event was probably related to the type of surgery and probably related to implant. There was no intervention for the event. It will be followed up with x-rays. Event reported as part of a study. This report is for an unknown cervios implant. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
This report is for an unknown cervios implant/unknown lot. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.